Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that two laser vision correction patients were presented with central toxic keratopathy syndrome (ctk). The patients were treated with steroids and have not responded well to the steroids. In addition, the surgery center states the ctk on the patients can take one to two years to dissipate. The surgery center does not believe this is equipment related and is looking into their sterilization and cleaning practices. At a one month post op exam, the surgery center indicated patient¿s visual acuity was 20/40. This is 2 of 2 reports. A separate report will be filed for patient #1.